Event description:
Contact reports the ball tip portion of the instrument broke away from the instrument's shaft during surgery. The ball could not be located and may be in the pt.

Manufacturer narrative:
Examination of the returned ball tip feeler found the ball on the end of the instrument had broken away from the instrument's shaft. Material rollover was evident on the end of the small diameter shaft, indicating that the shaft had been excessively bent prior to breakage. Review of the device history record confirmed that lot met specification requirements when released to stock. Complaint trend analysis found no other complaints have been reported for this catalog number/lot. Although, the cause of ball tip breakage cannot be positively determined, the breakage is consistent with damage incurred with the application of excessive force and bending of the instrument during usage. At this time, the complaint is considered to be closed.